Manufacturer narrative:
E1; (B)(6) hospital.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, it was found that when the high flow insufflation unit was powered on, the alarm sounded and the screen turned off. There was no patient involvement.